Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found.

Event description:
It was reported that the left ventricular (lv) lead dislodged and exhibited non-capture in all vectors. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.